Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported that the customer recently had a blood glucose level of 38 mg/dl. Caller reported that the customer was unresponsive and paramedics were called. Caller stated that the insulin pump suspended after the blood glucose level dropped. Blood glucose level at the time of the call was 143 mg/dl. No further information was provided.